Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that the patient close to two months on impella support has a break mark on the shaft. The patient was moving and when lying down on the side, the shaft may have been crushed, resulting in the fracture. Purge flow (pf) decreased slightly compared to me, but purge pressure (pp) remained unchanged. The pump is currently working without any problems.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the product damage was catheter kink due to patient movement.